Event description:
On (B)(6) 2022, this patient underwent endovascular treatment of a type b aortic dissection using gore® dryseal flex introducer sheath (dsf) and gore® tag® conformable thoracic stent graft with active control system. The 24fr dsf was inserted from left access. All stent grafts were deployed without reported issues. However, after removing the 24fr dsf, blood pressure decreased during access site closure. Angiography confirmed a rupture of the left femoral artery. The rupture site was occluded using a balloon catheter, and an additional stent graft (cook¿) was deployed. It was confirmed that the rupture was resolved. The left femoral artery at the site of the rupture measured 8.5 mm. The nominal outer diameter of the 24fr dryseal sheath is 8.3 mm. The patient tolerated the procedure. The physician stated the access angiography should had been performed when removing the sheath to mitigate the chance of rupture.